Event description:
See initial report.

Manufacturer narrative:
H.10: through follow up communication livanova deutschland learned that a livanova field service representative provided technical assistance over the phone about the testing of the device. No issues could be identified. The device was working according to the specifications. H3 other text : device not returned.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6), united states. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system was not reflecting the volume of cardioplegia which was being delivered during procedure. The operation was finished without issue. There was no report of patient injury.